Manufacturer narrative:
Additional information: it was reported patient was re-treated on (B)(6) 2016 (re-flap lift and idesign customevue). Current ucva is 0,40.

Manufacturer narrative:
(B)(4). Application support manager was on site and checked the plastic of the surgery day. All values were inside abbott''s specification. At that day a total of 10 patients were treated and no complaints with other patients were reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported a decentered ablation and non-optimal lasik results with loss of visual acuity in left eye of patient. Patient requires a secondary procedure. Left eye is amblyopic and right eye is nearly emmetropic (+0,50ds). Pre-op: manifest refraction (mr): +4,00ds -2,25dc x 10 best corrected visual acuity (bcva): 0,60 cyclopegic refraction (cr): +4,25ds -2,00dc x 15. Post-op 1 week: uncorrected visual acuity (ucva): 0,30 bcva: 0,30 mr: 0,00ds -0,50dc x 115. Patient sees double pictures post-op 2month: ucva: 0,20, bcva: 0,20, mr: 0,00 ds -0,25dc x 115, double pictures. Post-op 4month: ucva: 0,20, bcva: 0,20, mr: +0,50ds -0,50dc x 120, cr: +0,75ds -0,50dc x 120. Post-op 7 month: ucva: 0,20, bcva: 0,20, mr: +0,25ds -0,75dc x 120, double pictures.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.